Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used in a endoscopic retrograde cholangiopancreatography (ercp) procedure on a female one day prior, (patient age and weight unknown). According to the complainant, the device was removed from the package and in the process of being prepped for use. During the preparation for use it was noticed that the distal tip was frayed. The procedure was completed with another hydratome rx sphincterotome device . No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Internal/external. A visual examination was performed on the returned device. The examination revealed that the tip was frayed and cracked and there were score marks indicating an interaction with another device. The cause of the physical damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.